Event description:
It was reported that during a da vinci sleeve gastrectomy procedure, the endowrist one vessel sealer would not seal. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient. On 12/23/2014, intuitive surgical, inc. (Isi) obtained following information from isi clinical sales rep. Regarding the reported complaint: the vessel sealer instrument worked in the beginning. Then realized it was taking too long to seal, 14-16 seconds to seal. There were no error messages. The surgeon heard the two happy beeps but it took long time to seal. There was no patient injury, harm or adverse event.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode is inconclusive. A follow-up MDR will be submitted once the failure analysis investigation has been completed. This complaint is being reported due to the following conclusion: during a da vinci sleeve gastrectomy procedure, the endowrist one vessel sealer instrument would not seal. If the malfunction were to recur, it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to confirm the reported complaint. Visual inspection did not show exposed blade. There was no conductor wire damage or snake wrist damage. Cut and seal function passed without any issues. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to following conclusions: the instrument was returned and evaluated. This is a follow-up MDR report device evaluation.